Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been to the emergency room on (B)(6) 2016 with blood glucose of 500 mg/dl. Customer was hospitalized due high blood glucose. Customer reported that high blood glucose may have been caused by ovary issues. Customer was wearing insulin pump at the time of emergency room visit. Troubleshooting was performed on insulin pump. Customer called back in order to perform high pressure test. Insulin pump failed high pressure test twice. Insulin pump would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.